Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. The sheath was flushed and appeared to be fine. The versacross connect dilator was placed in the faradrive sheath. Sheath placed into position over the versacross wire. Transseptal crossing was done with system with no unusual events. The wire and versacross connect dilator were removed. A non-boston scientific mapping catheter was placed in the sheath. The physician used a 20 cc syringe to aspirate the sheath after inserting mapping catheter. The syringe was pulling air through the hemostatic valve. After manipulating the catheter to see if air would stop leaking into valve the physician was unable to stop the ingress of air wit aspiration. The physician was unable to properly clear sheath of air and asked for a new sheath. Thus, a new faradrive was opened and prepped and used for the procedure with no issues. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).